Event description:
General report received of an unspecified number of undocumented incidents of devices not sounding audible alarm tones during an alarm conditions while on the medium or high volume settings. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial numbers; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).